Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device had low power. During service and repair, it was observed that the small battery drive device failed pretest for power bench test, low power and general condition. It was further observed that the device coupling head was worn and dented, there were sharp edge on the electronic control unit, and an unusual loud grinding noise. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.